Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that there were black marks on the display of the patient's onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the black marks on the meter's display appeared between 10:30am and 11am on (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). The reporter indicated that after the black marks appeared, the patient had continued with her usual diabetes management routine and she administered 80 units of lantus insulin, sliding scale of novalog insulin and 1.8 units of victoza. She denied that the patient had developed any symptoms as a result of the alleged issue and no further treatment or medical intervention was specified. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged black marks remained unresolved at the time of troubleshooting.